Manufacturer narrative:
The crt-d will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was undergoing a procedure to replace an subcutaneous implantable cardioverter defibrillator (s-ICD) with a transvenous cardiac resynchronization therapy defibrillator (crt-d). The patient had severe left ventricular dysfunction with an ejection fraction of 20/25%. The crt-d was able to be implanted successfully without any issues. When the s-ICD was being explanted, the patient was sedated as he felt pain when the physician was cutting his skin. During the explant of the s-ICD, the patient went into ventricular fibrillation (vf) that started after a left ventricular (lv) manual pacing threshold test was performed by the crt-d. An external shock was administered but unsuccessful in converting the arrhythmia. The crt-d was programmed with therapy on and it sensed the vf and delivered a shock which initially converted the arrhythmia. However, a few seconds later, the patient went back into vf. Five additional shocks were delivered by the crt-d and each time, the vf would convert but then start again after a few seconds. After the last shock was delivered, the vf did not restart again but the patient went into pulseless electrical activity. Cardiac massage was administered but after 30 minutes, the physician confirmed that the patient died. The field representative discussed the case with the physician and the physician confirmed that the patient's death was due to his poor health condition and not related to a malfunction of the crt-d or to the manual lv pacing threshold test.